Event description:
Pt's seizures have increased in severity since vns implant. It was reported that the pt's seizures last from 5-20 secs and that the pt experiences a second seizure when they use the magnet. The pt reports that if they do not use the magnet, then a second seizure does not occur. The pt has not been seen by neurologist for 2-3 mos because it is too far a drive and neither they nor their spouse drive. Additionally, the pt indicated that they have been changing their own medication regimen and that "they knew more about the medications than the dr." The pt was scheduled for a follow-up appointment with their neurologist approx four mos ago, but did not keep that appointment. The pt has since scheduled another follow-up appointment with their neurologist.